Manufacturer narrative:
(B)(4). Date sent: 8/14/2020. D4: batch #u9390x. Different batch number returned than what was originally reported: correction medwatch. H10: corrected data = h10 d4 batch #. Investigation summary: the device was received with the electrode partially detached from the jaw and active rod, but the electrode was not returned. In addition, the ptc was not damaged as reported. Upon visual inspection under magnification, it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was tested on the generator. This resulted in the ¿close jaws on tissue and reactivate¿ alert screen, which is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three times. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. There is insufficient evidence related to what caused the damage on the device. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #u93c59. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: may I confirm whether any patient harm occurred as a result of this incident? If yes, please describe the type of harm. No harm to pt as surgeon able to remove the instruments from pt once he noticed. Was there also any change to the patient¿s post-op care as a result of this incident? If yes, please describe. Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy, the hcp used the device to cut some tissue and found out the metal plating of jaw was misaligned after few transections. It had fallen on patients uterus. The surgeon continued the surgery with 2nd devices ((B)(4)), it was ok till hcp dissected the tissue around vaginal vault, the metal part of jaw also misaligned. There were no patient consequences.